Event description:
It was reported that the wake button was sticking, that the pump battery could not be charged, the battery gauge was fluctuating, that the insulin gauge was inaccurate, that an occlusion alarm occurred. And that unspecified alarms occurred. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.